Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic (every other day for eight treatments; drug name, dose, and route not reported) for peritonitis. Action taken with therapy and outcome of the event were not reported. While no breach in aseptic technique was confirmed, it was reported the caregiver was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date ¿about 2 weeks ago¿ also reported as ¿(B)(6).¿ as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.